Event description:
Customer reported via phone call of high blood glucose level of 432mg/dl. The customer treated with insulin. Customer declined to troubleshoot for high readings. The customer was advised that insulin pump was functioning as designed. Self-test was performed and the insulin pump passed. The product will not be returned for analysis.